Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, during laparoscopic right colon resection procedure, the device had poor staple formation. A new reload was used to resolve the issue, in order to complete the case. There was no patient injury.